Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the internal therapy wire harness and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not go into paddles lead ECG.  As a result, defibrillation may not have been possible.  There was patient use associated with the reported event; however, no further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event.  No response has been received.